Event description:
It was reported to philips the device had a broken knob. There was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty therapy capacitor and therapy pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor and therapy pca. The customer ordered a replacement therapy capacitor and therapy pca to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.